Event description:
The service engineer (se) inspected the device and verified the reported issue. The service engineer replaced the status display printed circuit board (pcb) and the status display cable. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was powered the secondary status display was blank. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and was not able to duplicate the reported issue.